Event description:
The customer reported the alarm sounds continuously when in use with the nurse call station. The customer tested the alarm without the nurse call cable and the alarm continues to sound. The customer reported there was no visible damage to the outside of the alarm and that they are using the posey nurse call cable. The customer did not provide a date when this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product did not confirm the reported issue. The nurse call light does not remain continuously on the nurse call text fixture instead the nurse call light turns off intermittently when the nurse call cable is moved. The front of the alarm case has a chip in it. Note: instructions for use has a statement regarding nurse call set-up; when using a nurse call cable, ensure the nurse call cable is plugged in to both the alarm and the wall jack before leaving the pt unattended. Verify that an alert is rec'd at the nursing station if the cable is unplugged from the wall jack. There will be no alert at the nursing station or at the bedside if the nurse call cable is unplugged from the alarm. If the nurse call cable is unplugged from the alarm when it is in "voice only" or "mute" mode, the alarm will default to "voice and tone" as a failsafe. (B)(4).